Event description:
It was reported that on (B)(6) 2024, a 27mm epic mitral valve implanted in the patient. On (B)(6) 2025, the patient reported mitral stenosis (ms) and structural valve deterioration (svd) was confirmed by restricted leaflet motion due to mitral stenosis. On transthoracic echocardiogram (tte), a thrombus was noted. The valve was explanted and a new 29mm sjm masters series mechanical heart valve was implanted. There was no tear was observed in the leaflets and suture cuff but a thrombus-like deposit observed on the explanted device. The patient was reported stable.

Manufacturer narrative:
Explant approximately on year post-implant due to mitral valve stenosis, thrombus, leaflet incomplete coaptation, and structural valve deterioration was reported. The device was returned to abbott for investigation. Analysis revealed fibrous pannus ingrowth on the outflow surface (cusps 1 and 3) and the inflow surface (circumferential), with narrowing of the inflow diameter. Thrombus was observed on the outflow surface of all cusps and at the inflow commissure of cusps 2 and 3. Focal neutrophilic inflammation and fibrous thickening were present on all cusps, with no significant calcifications noted. Based on the available information, the cause of the reported mitral valve stenosis is likely related to pannus formation and fibrous thickening. However, the cause of the pannus formation and fibrous thickening could not be conclusively determined. The cause of the reported incomplete coaptation is likely related to pannus formation, thrombus formation. However, the cause of the reported thrombus formation could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Explant approximately on year post-implant due to mitral valve stenosis, thrombus, leaflet incomplete coaptation, and structural valve deterioration was reported. The device was returned to abbott for investigation. Analysis revealed fibrous pannus ingrowth on the outflow surface (cusps 1 and 3) and the inflow surface (circumferential), with narrowing of the inflow diameter. Thrombus was observed on the outflow surface of all cusps and at the inflow commissure of cusps 2 and 3. Focal neutrophilic inflammation and fibrous thickening were present on all cusps, with no significant calcifications noted. Based on the available information, the cause of the reported mitral valve stenosis is likely related to pannus formation and fibrous thickening. However, the cause of the pannus formation and fibrous thickening could not be conclusively determined. The cause of the reported incomplete coaptation is likely related to pannus formation, thrombus formation. However, the cause of the reported thrombus formation could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm epic mitral valve implanted in the patient. On early (B)(6) 2025, the patient reported mitral stenosis (ms) and structural valve deterioration (svd) was confirmed by restricted leaflet motion due to mitral stenosis. On transthoracic echocardiogram (tte), a thrombus was noted. The valve was explanted and a new 29mm sjm masters series mechanical heart valve was implanted. There was no tear was observed in the leaflets and suture cuff but a thrombus-like deposit observed on the explanted device. The patient was reported stable.